Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-10666. It was reported that the asymptomatic patient presented in clinic for a scheduled follow-up. Upon interrogation, the device prompted to restore telemetry due to rf telemetry lockout. After restoration, it was noted that both the right atrial and right ventricular bipolar leads exhibited high pacing impedance, loss of sensing, and loss of capture. The impedance had similarly spiked on both leads back in (B)(6) 2019 after the patient had a fall. A chest x-ray revealed a potential fracture near the patient's clavicle. Programming changes were made to switch the leads to unipolar configuration; the patient would continue to be monitored. The patient was in stable condition.